Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss in the left eye (os) during surgery-inadequate seal issue with an intralase patient interface (pi) after the patient was applanated and while laser firing. It was noted that the procedure was not completed, that half way into the surgery, the suction was lost. The surgery was aborted and no additional attempts were made on that day. It was reported that one cone and one electronic procedure were lost. Additional information indicated that the patient was returned to the surgery center after two (2) weeks, that patient was re-entered in the system and the surgery (same method) was completed successfully with a new pi. There was no patient injury reported.